Manufacturer narrative:
One device was received for evaluation. Visual inspection found a chipped top case, and a cracked plunger case. Travel course error was found in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the worn clutch halves were the root cause as they were over nine years old. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.

Event description:
It was reported that the pump exhibited a travel coarse error. It is unknown if there was patient involvement, no adverse patient effects were reported.